Manufacturer narrative:
Tracking number (B)(4).

Event description:
According to the reporter: at the end of the procedure, the needle tip was found broken. The broken piece was not found, but the surgeon used a CT scan and confirmed nothing was remained in the cavity. There was no bleeding, no tissue damage. Operating room time not extended by more than 30 minutes.